Event description:
The implantable neurostimulator was replaced due to normal battery depletion. The lead and extensions replaced due to breakage. There was no patient injury.

Manufacturer narrative:
The implantable neurostimulator, lead, and extensions were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.